Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic liver resection, the subject device was used. At the early stage from the beginning of the procedure, an unspecified error occurred frequently. When the user checked the device, the tissue pad of the device was partially separated. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The coating pf the probe was partially pelling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.